Manufacturer narrative:
Exemption # e2012017, report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), patient experienced lack of primary stability. The bone was too soft for the implant.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated report submission date and device evaluation results. Updated follow-up report submitter, awareness date and report type and follow-up number. Updated follow-up type, device evaluation status and method, result and conclusion codes.